Manufacturer narrative:
This follow-up report is being filed to relay relevant laboratory test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01368 / 01370). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent an m2a hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2009, due to alleged lack of range of motion. The modular head was removed and replaced. On (B)(6) 2011, the patient underwent a hip debridement, where it was alleged that there was brownish colored fluid and metallosis. A second revision procedure was held on (B)(6) 2011, due to alleged metallosis and elevated cobalt and chromium levels. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.